Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic broke during insertion. It was indicated that the cause of the lens damage was unknown. When the lens was removed, the incision was not enlarged, but a suture was needed. There were no other patient injuries. Contact stated the msi-pm injector, lot number unknown, and the aq cartridge fp, lot number 1198348, were used during surgery.